Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the glenoid and humeral stem at the cement to implant interface post revision surgery done approximately 10 years ago in (B)(6). Cement manufacturer is unknown. Failed tsa due to patient falling and trying to slow his fall by grasping for support. All components removed and replaced. Doi: 10 years ago dor: (B)(6) 2018 unk shoulder.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.